Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the connection of the anvil was unstable and not fixed on the device. The surgery was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2022. D4: batch # 169a42. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. In addition, the plastic cap of the anvil was noted to be partially detached, this finding is not related to the incident reported. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and anvil installed onto the trocar several times with no issue. The device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached as on what caused the condition of plastic cap. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device and anvil performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.